Manufacturer narrative:
The device was returned for inspection where it was determined that there were exposed coper wires on the section of the cord that goes from the charger to the device, this is a dc (low voltage) cable. The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Reports of damaged or frayed spo2 sensor / barcode scanner cable / other low voltage components are not directly connected to the main power supply and are unlikely to cause or contribute to death or serious injury. Dc voltage is low and exposure will only result in a mild electric shock. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
The customer reported that the power cord on their vision screener is worn.

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The device has been requested to be returned for inspection. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the power cord on their vision screener is worn.